Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple altitude alarms occurred. No reported adverse impact to the customer's blood glucose. Customer reverted to an alternate pump for insulin therapy.